Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during a cori assisted tha surgery, when the rep was setting up for the first case of the day, the cori system initially booted up fine but then gave an "internal error". The rep restarted the system and was able to go into the hip software. When he tried to load the case for the hip software he got an error message, that the hip file location could not be found. He attempted to recover by doing a hard shutdown on the system but it didn¿t resolve the issue. He then got the bios login page and even when he put in the password the screen just remained black. The surgery was completed changing to manual procedure. It is unknown if there was any surgical delay. All the following cases with cori were cancelled.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. An image was provided. The reported problem was confirmed with a visual inspection. A visual inspection of the images was conducted and confirmed the issue. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although an image of the error was provided, the error could not be confirmed with a log files assessment. Therefore, factors contributing to the event may have been associated with a software bug. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.